Manufacturer narrative:
No further issues have been reported at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt presented in-clinic and he mentioned that his drivline felt as if it had "rock salt" in it. After the hospital staff felt the pt's driveline it felt as that there were granules under the white plastic coating. The pt stated that it moves up and down the driveline. The pt denied experiencing any alarms, and he reported that the issue was there since day one. A technical services member was onsite to evaluate the pt's driveline. Upon inspection of the pt's driveline. The area was swabbed and taken to the lab to see if it was blood but the results came back as inclusive due to the sample quality. It was suspected that the pt had some type of percutaneous end bend relief fracture without any symptoms. It was noted that this "rock salt" starts at the exit site and goes almost all the way to the pt's system controller. No further information is available at this time.